Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The reported event did not mention any extra steps to remove the device which indicates a likely sub-optimal depth or friable vessel. If the suture has not captured the vessel or friable tissue existed, then the knot will not release from the bearing unless the rail suture is pulled completely through the knot. Otherwise, adequate tissue capture would have required an intervention to free the device if there was a device issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional transcatheter arterial chemoembolization procedure with a 5f sheath. Reportedly, suture came out with the device during device removal as it was caught in the suture bearing. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.